Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nauseated, painful, lethargic and dozing off. The patient also reported being pregnant. The patient was treated with IV (intravenous) fluids and insulin drip. The pod was worn when seeking medical attention but was removed at the hospital. The patient was released five days later ((B)(6) 2025).